Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results within risk stratification range for one patient. The customer has an automatic re-run protocol for all initial accutni results which are >0.01 ng/ml. The sample was repeated and the result was within the normal reference range. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were drawn in bd na heparin tubes. Service dispatch was offered to the customer, however it was declined. No additional information is available. A clear root cause can not be determined for this event.